Event description:
It was reported by the affiliate that during a mammotome breast biopsy procedure, the driver is able to source power as green light goes on and it is also able to fire. The issue of the complaint is that the driver is unable to cut. Procedure successfully completed with back-up driver. Contact person with an estimate prior to proceeding with repairs. There was no patient consequence.